Event description:
Patient presented with knee pain. Upon examination, the surgeon noted instability and revised the knee. During surgery, a post fracture was discovered. No trauma or falls were reported by the patient.